Manufacturer narrative:
Lot manufactured between june 30, 2020 to july 02, 2020. The device was received for evaluation. Visual inspection was performed using the naked eye and a black particle, measured to be 0.05 square mm in size was observed embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The embedded particle was measured and found to be = 0.30 square mm in size which met manufacturing specification of = 0.30 square mm for particulate matter embedded in the tubing line. Therefore, the unit was were found to meet specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black dot was observed on the tubing of a ce intermate sv (small volume). This was identified by the customer¿s pharmacy during compounding prior to use on a patient. There was no patient involvement. No additional information is available.